Manufacturer narrative:
No information on complaint details. No device or photos were received; therefore the condition of the device is unknown. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. Device history records review indicates the device was manufactured to specifications and no deviations to the standard manufacturing process were revealed. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient was revised due to unknown reasons.